Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Hospital retained the device.

Event description:
It was reported that the patient's right shoulder was revised due to dislocation. The patient's glenoid was revised. Rep reported that no further information is available.